Event description:
Healthcare professional reported "rupture", confirmed via MRI and us. This report is for the left side. The device was explanted and replace with a non abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Continued e1 phone number: (B)(6). Clarification to e1 email: email refers to other health professional reporting on behalf of physician.

Event description:
Healthcare professional reported "rupture", confirmed via MRI and us. This report is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as surgical impact opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, non penetrating nicks and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.